Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor remained in pairing mode and would not connect to the ilet bionic pancreas, while it was connected to the dexcom app, indicating a sensor-to-ilet communication issue. No clinical signs, symptoms, or conditions were reported. Outcomes included resolution of connectivity after guided troubleshooting. User support included device troubleshooting and education, including toggling cgm model settings, restarting the ilet, and performing a magnet reset to reinitiate pairing. Investigation of this case revealed that the sensor successfully connected after the magnet reset, consistent with transient communication or pairing malfunction between the cgm sensor and the ilet without device hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication failure resolved through standard troubleshooting.